Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for discolored additive with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to discolored additive was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that one bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tube has been found with discolored additive before use. The following has been provided by the initial reporter: the citric acid discolored to brown.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tube has been found with discolored additive before use. The following has been provided by the initial reporter: the citric acid discolored to brown.